Manufacturer narrative:
The following is being updated due to not being translated in initial MDR: e.1 (B)(6). H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage with the incident lot was not observed. The blood seen in the hub is normal. During flashback, blood will flow into the flashback chamber (hub) when the IV cannula accesses a vein. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during collection with 5 bd vacutainer® flashback blood collection needle blood leaked into flash back chamber. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection and use. Defect: increased blood volume in the blood return window. Quantity: 5. Impact: no other adverse effects on patients.

Event description:
It was reported that during collection with 5 bd vacutainer® flashback blood collection needle blood leaked into flash back chamber. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection and use. Defect: increased blood volume in the blood return window. Quantity: 5. Impact: no other adverse effects on patients.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.